Event description:
An Isolette 8000 Plus incubator was in use with a patient when a hissing sound was heard emanating from the device. Shortly thereafter, the incubator shut down unexpectedly. The humidification function was active at the time of the event. Following the shutdown, attempts to restart the device were unsuccessful, and the incubator remained non-functional. The patient was managed by using alternative means. No adverse patient impact or injury was reported.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.